Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump had scratches on the screen that made it difficult for the customer to read. Moisture was also visible on the screen. The customer also had issues opening the battery casing. The battery casing had a crack. Customer had to frequently change the insulin pump's battery. The insulin pump was slow to rewind. Customer's blood glucose level was not reported. The device was not returned.